Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, and weight. \ the access vitamin b12 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) checked the instrument and found no significant errors. The fse inspected all precision pumps, belts, rotors, and cleaned the seals. The fse performed pipettor matching, low volume pipettor matching, and system check; all passed within specifications. No hardware malfunctions were identified that may have caused, or contributed, to this event. The cause of the imprecise access vitamin b12 results could not be determined with the information available.

Event description:
The customer reported obtaining non-reproducible vitamin b12 (access vitamin b12) results for six (6) patient samples. Testing was performed on the laboratory's unicel dxi 800 immunoassay system, serial number (B)(4). This report will address the results for the six (6) patient samples (designated as patient 1 - patient 6) obtained on (B)(6) 2016. The initial results were released from the laboratory. There was no change in patient treatment associated with this event. System check performed before patient testing was within specifications. Assay calibration performed before patient testing was within assay and instrument specifications. Quality control (qc) results were within specifications before patient testing on (B)(6) 2016. The customer reported that patient samples were collected in serum separator tubes. Centrifugation time, speed, and temperature were not provided. There was no indication of sample integrity issues related to this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to evaluate the instrument.